Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg would not communication following an unrelated surgical procedure on (B)(6) 2019. It was stated the device was not placed into surgery mode. Troubleshooting was unable to resolve the issue. Surgical intervention may be planned as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly, effective therapy resumed following the procedure.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following an unrelated surgery. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence.